Event description:
Rep reported they spoke with dr. (B)(6) about this case and dr. (B)(6) said that they were sure this was a case of allergic reaction and not infection. Rep also noted that although they¿re saying it¿s a silicone allergy, rep believes it could be titanium, or metal. Rep said a couple of hcps including dr. (B)(6) noted that they saw similar allergic reactions with the ecoin trial, so rep thinks it could be the metal.